Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that power port on the controller was loose. This has the potential to cause death or serious injury. Inability to connect the controller to the driveline due to connector damage will result in loss of power to the pump. Inability to connect the power source to the controller will result in loss of power redundancy with potential for pump stoppage. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. No consequence to patient. No additional information available.

Manufacturer narrative:
Updated sections:other relevant history, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, correction/removal reporting number, additional MFR narrative correction: implant date-was entered in error. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection and functional testing due to a loose power port 1 (ps1) connector with a dislodged gasket. (B)(4) had the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Loose connectors are currently being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.